Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon receipt the monitor would reset after firing a pulse during the pulse test. A root cause investigation is currently underway. Will submit supplemental report upon completion of the investigation. No adverse event resulted from the corroded components. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor would reset after firing a pulse during the pulse test. The last patient to use this monitor did not report any deficiencies.